Event description:
A customer reported that there was an error with their continuous glucose monitor, specifically cgm error 42, while using the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the customer successfully restarted their sensor session without further issues.